Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The initial reporter customer occupation is unknown at this time. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. Two loose screws and a damaged o-ring were noted. The screws were tightened and the o-ring was replaced.

Event description:
The hospital reported that, subsequent to the patient being anesthetized, patient saturation decreased and started to show signs of waking up. The clinician switched to ventilating the patient external to the machine. Saturation momentarily decreased and then increased to 99%. The anesthesia machine was swapped out and the case was continued with no further reported complaint. There was no reported patient injury.